Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was over 500 mg/dl at time of incident and current blood glucose level was 221 mg/dl. The customer¿s blood glucose level was 670 mg/dl. The customer stated that the pump was not working. The customer was treated with pump. The customer declined troubleshoot for low blood glucose and was treated two apple juices. It was reported that the pump was not working. The customer was wearing the pump at the time of hospitalization. The customer does not alleges pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Ump received with the operating currents within spec. And passed the self test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08745 inches. Installed a water filled reservoir, primed pump, and programmed with multiple boluses. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. Pump received with minor scratched lcd window and scratched reservoir tube window.